Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A report was received from the health authority stating the lens was broken during the surgery. The surgery was completed by a replacement lens. There was no harm caused to the patient. Additional information has been requested.